Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesies. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent re-intervention for a proximal type I endoleak. Aptus screws were placed proximally and two aortic extender components were placed to extend coverage. No enlargement of the aneurysm was reported. The patient tolerated the procedure with resolution of the endoleak.